Manufacturer narrative:
Intermittent, while trying to perform 2d/3d, pendant would change to "initializing please wait" screen. The system control board was found to be the cause of this issue. The board was replaced and the issue was resolved. The replaced system control board has been received by the manufacturer for evaluation, although analysis has not yet been completed. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system displayed 'initializing' boot up errors during testing. There was no patient present when this issue was identified. No additional details were provided.

Manufacturer narrative:
The hardware investigation of the returned system control board found that the reported event was related to an electrical issue. The tester installed the system control board on a test imaging system and did not observe reported issue of boot up errors. Initially, the system readied and performed as expected. After approximately 3 hours, system sounded audible exposure indicator, visual exposure indicator and grainy 2d image appeared on the mvs. The audible indicator sounded at the same rate that depressing the 3d button while in 2d sounds. Logs showed the issue was first noted approximately 9:45 am (B)(6) 2016, and was resolved by removing this system control board in the afternoon of (B)(6) 2016. The issue was intermittent and tends to manifest approximately an hour after turning on the system.